Manufacturer narrative:
A discordant negative result was obtained from a single patient sample using vitros anti-hbc (ahbc) reagent lot 2810 processed on a vitros xt 7600 system. The patient result was discordant when compared to a non-vitros anti-hbc reactive result. The assignable cause of the event was a sample related issue. As per the vitros ahbc instructions for use (IFU): rare patient samples occur that give high result ratios beyond the normal negative population, and which may be negative or positive for anti-hbc. The results of these samples are flagged 'retest?'. These samples should be diluted 1 in 20 in high sample diluent b and retested. Results of the diluted sample do not require correction for the dilution factor. Results for diluted samples are reported by the vitros immunodiagnostic system as described in the 'results' section and should be interpreted as described in this "interpretation of results" section. Samples that still result as 'retest?' Following the 1 in 20 dilution should not be diluted further and should be examined by an alternate method. The event was isolated to a sample collected from a patient that was known to have a chronic hepatitis b infection. The initial vitros ahbc result for this patient sample was 14.3 s/c, which was within the dilute/retest range. Per the vitros ahbc IFU, a vitros ahbs result ?4.80 s/c indicates a sample that requires a 20x dilution (without inputting a dilution factor in the instrument) and re-test. The customer diluted the affected patient sample 10x and retested the diluted sample with the vitros ahbc assay. It is noted the customer committed two different protocol errors in retesting the affected patient sample: 1. The customer incorrectly diluted the sample 10x, not 20x as indicated in the vitros ahbc IFU. 2. The customer input a dilution factor of 10 into the instrument. Therefore, user error due to using improper pre-analytical sample processing cannot be ruled out as contributing to the event. Per a medical consultation with an ortho medical safety officer: chronic hepatitis b virus infection is not expected to impact the result obtained from a diluted sample. Ideally, all patients with chronic hbsag are positive for anti-hbc, which must have been why the laboratory questioned the vitros result. Anti-hbc can be detected throughout the course of hbv infection either as the igm type in acute infection or the igg type in those who have recovered or progressed to chronic hepatitis. Dilution of samples with a result greater than or equal to 4.8 s/c is a standard procedure described in the instructions for use (IFU). Per the IFU, such samples are most likely to have unidentified interferent. A negative anti-hbc result in a known patient with chronic hepatitis b with a positive hbsag test will most likely result in a test query and retesting. Patient mismanagement is not anticipated. Based on historical vitros ahbc quality control results, there was no indication the vitros xt 7600 system or the vitros ahbc reagent lot 2810 malfunctioned. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product ahbc reagent, lot 2810.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a discordant negative result was obtained from a single patient sample using vitros anti-hbc (ahbc) reagent lot 2810 processed on a vitros xt 7600 system. The patient was diagnosed with chronic hbv infection. The patient sample was discordant when compared to a non-vitros anti-hbc reactive result. Patient sample vitros ahbc result of negative (1.75 s/c) vs. The expected non-vitros anti-hbc result of reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros ahbc discordant negative result was not reported outside the laboratory and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).